Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient¿s battery was dead. The patient reported that they last charged their device around (B)(6) 2016. The patient stated they were not using the stimulation at that time. They noticed that the device would not charge on (B)(6) 2016. The patient was seeing the reposition the antenna screen. Additional information received from the patient reported he had not being able to connect with his recharger or programmer for the past month. The have a scheduled doctor appointment on (B)(6) and would like to have a manufacturer representative (rep) present. The steps taken to resolve the battery being dead and the reposition screen was that the surgeon removed the old battery and part with the new and it was working good at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.